Manufacturer narrative:
(B)(4).

Event description:
It was reported a hip revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
Additional data under recall: z-0945-2017 and z-0946-2017. (B)(4).

Event description:
It was reported a hip revision surgery was performed due to infection